Manufacturer narrative:
The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The pt underwent left hemicolectomy surgery on (B) (6) 2010 due to diverticulitis. End to end anastomosis was created with the car device 20 cm from the anal verge. On day 4 following the procedure, the pt complained of acute abdominal pain and free air was presented by x-ray. Pre-operation indicated that the ring was still intact and a tear was found on the anterior side of the anastomosis. The opening was sewn and a colostomy was performed.